Event description:
On 1/27/2023 it was reported by a sales representative via phone that an ar-2260bc implant delivery system had an issue. During a distal repair procedure on (B)(6) 2023, when the surgeon was opening the kit and he was putting the biocomposite screw into the patient, it would not seat in the bone. The screw was removed in one piece; nothing broke inside the patient. Another ar-2260bc implant delivery system with an unknown lot number was opened. This time, the screw sat correctly in the patient and the case was completed successfully with no impact to the patient. The device is available for return.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-2260bc implant delivery system serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage in the head hex. Visual evaluation found that the bio screw missed the symmetry on the thread and on the hex. No preparation bone information was provided. The most likely cause for the reported failure can be attributed to wear and tear.